Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving dilaudid via an implanted infusion pump. It was reported the patient's pump had been empty since march of 2020. The patient had been on oral medication to address pain. At this point, the hcp states she would like the pump to be permanently disabled. Tech reviews the permanence of the procedure by entering the code and it is confirmed that is what they'd like to do. 3550 code provided. Pump updated with a810 tablet.